Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the capnometer sensor was broken. There was no impact to the customer alleged at this time.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the capnometer sensor was broken. There was no impact to the customer alleged at this time.

Manufacturer narrative:
This report is being sent as a correction for the reporter institution information.

Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the capnometer sensor was broken. There was no impact to the customer alleged at this time.